Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they needed to meet with a manufacturer representative to tweak their implant because for about the last 8-10 months, they had problems with the implant. Patient said the implant was working, but they couldn't increase stim because the controller kept locking up and giving them a message that said settings not available. Patient said the ins worked great for the first year, but then kept giving them this message. Patient met with reps a few times, starting back in (B)(6) of 2024; the issue continued to persist. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Rep reported that this patient did reach out to them at some point last year with reports of his remote being locked up. At that time, rep directed him to patient services for trouble shooting. Exact date unknown. Rep has not seen this patient in person since his device was implanted. Patient also recently contacted rep about a new rep after relocating to a different state. No new information.

Event description:
Patient called back repeating how they just moved, and how they are still dealing with the settings not available message that they had dealt with for the past year. Patient stated they found a doctor and is setting up a consultation for april 30th at 2:15 pm. Patient stated they need to have a rep meet them at their appointment to address the issue. Patient reported it just started happening about a year ago. They met with the reps 3/4 times and they tweaked the contacts. Nothing has worked yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.